Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received no delivery alarm. Customer's blood glucose was 195 mg/dl. Customer was advised to remove then reinsert the reservoir to run manual prime. Customer advised the insulin pump worked properly as designed. The reservoir will be returned for analysis. Customer was advised a replacement reservoir and infusion set would be sent out.